Manufacturer narrative:
Updated fields : b4, g1 (contact person ¿ mfg site),g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 fse replaced the muffler, cardiosave has passed all functional and safety tests according to factory specifications. The device was approved for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance by getinge fse cardiosave intra-aortic balloon pump (iabp) had muffler sm2 broken. There was no harm or hazard reported.